Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including a neurostimulator receiver on (B)(6) 2004. It was reported that the pt was involved in a car accident after she was feeling add'l pain at the receiver implant site. The pt requested removal of the receiver. The physician explanted the receiver on (B)(6) 2008. The receiver was not returned to ans for eval. There is no further info available.